Event description:
The customer reported that upon opening the package, the pencil cord was broken exposing the inner wires. The device was not used on the pt. Initial eval of the incident device found it to fail hipot testing.

Manufacturer narrative:
(B)(4). The incident device has been received for eval. When the eval is complete, a follow-up report will be submitted.